Manufacturer narrative:
The hcgb results of <0.1 miu/ml were believed to be correct for samples b and c. The hcgb reagent lot number was 17753705. A specific root cause could not be identified based on available data. Additional information for investigation was requested, but not provided. A pre-analytic issue or an instrument issue could not be ruled out as a root cause.

Event description:
The customer reported that they received erroneous results for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The patient had three different samples tested; sample a, sample b, and sample c. The hcgb results for sample a were questioned since they were high and the patient was not pregnant. Sample a also demonstrates a difference in results for multiple analytes when compared to sample b and sample c. Please refer to the attached table for all results from samples a, b, and c. The patient was not adversely affected. The hcgb reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
This complaint occurred in (B)(6).